Event description:
Husband of home patient report home pt was confused when she got up to use bathroom during treatment. Home pt did not reconnect pt connector of homechoice set to transfer set properly and drained onto bed. Husband then disconnected and capped off home pt and discontinued treatment with set up. Rn reports no pt injury and no medical intervention as a result of this incident.